Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). A year ago, the device showed seven and a half years remaining longevity. During the recent device check, the device showed one year remaining longevity. Analysis results showed that the power consumption was increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. It was recommended that the device should either be replaced or have the battery status reevaluated in 90 days time. As of this time, the device remains in service. No adverse patient effects reported.